Event description:
The following has been reported: a nurse started an infusion with this syringe pump on (B)(6) 2023 at 8am with a speed of 2ml/h programmed for 24 hours (50 ml of liquid in the syringe). At 4.30pm on the same day, another nurse noticed that the syringe pump indicated that the infusion would end at 6pm. This meant that the infusion would take 10 hours, rather than the 24 hours previously scheduled. The nurse therefore removed the syringe pump and tried again to programme it for 24 hours at a speed of 2ml/h and 50ml of liquid in the syringe. But the syringe pump was showing 15h instead of 24h. When I got the device back on 08 january 2024, we repeated the test with the same settings (speed 2ml/h and 50ml in the syringe) and this time the 24 hours were displayed. Reporting as a conservative measure for potential flowrate inaccuracy. No adverse event information reported. More information is needed to complete the investigation.